Event description:
On february 16, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Manufacturer narrative:
B4. Date of this report 13 may 2025. G3. Date received by the manufacturer? 13 may 2025. H6. Type of investigation updated to 4121. H6. Investigation conclusions updated to 4315.